Manufacturer narrative:
No product was returned for analysis. No product was returned for analysis. Cause of event cannot be determined. No product was returned for analysis. Conclusion: the cause of this event could not be determined with the provided information.

Event description:
Medtronic cardiovascular received information that during use of this arterial cannulae (dlp flexible arch cannulae), the suture ring was noted to be loose when trying to position it prior to securing the cannulae in the aorta. The suture ring fell off the cannula and into the chest of the patient. The suture ring was retrieved without adverse patient effect.